Event description:
Boston scientific received information that the patient with this pacemaker developed a rash over the top of the can. At this time, it is uncertain if this is an infection or an allergic reaction. It was noted that blood was drawn for testing purposes. Additional information indicated the issue has not been confirmed. At this time, blood tests will be performed and a list of manufacturing materials in the can will be provided to the physician.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.